Event description:
Incident reported as: during a robotic laparoscopic cholecystectomy, the applier failed to close the clips. Another applier was then used successfully. No pt injury reported.

Manufacturer narrative:
Sample product requested for eval. Sample product not received at time of this report. The investigation is on-going and a follow-up report will be filed at completion of this investigation.